Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump would not beep or vibrate. Customer stated that she set the insulin pump for beeps and it did not beep, set it for vibrate and the same results pump did not vibrate. Nothing further was reported.